Manufacturer narrative:
(B)(4). Reporter had indicated that product will be returned. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product location is unknown.

Event description:
It was reported that during reassembling the tray aftera knee arthroplasty, the device was noticed to be fractured. The operating room technician believes the device to be fractured during disassembly or cleaning. There was no harm to patient and no delay in surgery. The surgeon observed that no pieces of the device are left in patient¿s body. Attempt for further information has been made, but no further information has been provided.

Manufacturer narrative:
Concomitant medical products-was previously reported and should be disregarded as it was filed incorrectly. Complaint photos were evaluated and the reported event was confirmed. Pictures of the product were provided and examination of the pictures determined that the instrument exhibits signs of repeated use (nicked or scratched). Instrument was found to be fractured in two pieces. DHR was reviewed and no discrepancies relevant to the reported event were found. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Based on the product's potential field age and signs of repeated use, the root cause is due to wear and tear from use. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.